Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection via the naked eye noted fluid inside the bag and broken tubing at the solvent-bonded junction of the distal luer. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a leak. This occurred before patient use. It was stated that it was leaking from a cut in the tubing about an inch from the blue butterfly tip. There was no patient involvement. No additional information is available.